Manufacturer narrative:
A complete lead was returned in one piece measuring 57.9 cm. The reported event of loss of capture, sensing anomaly and low pacing lead impedance were confirmed. X-ray examination found over torqued of the inner coil consistent with procedural damage. The cause of the reported events was isolated to shorting of conductors due to over torqued inner coil at the connector region.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During surgery, the newly placed lead had unsatisfactory values. Repositioning was attempted but the lead was unable to sense or capture. The lead was explanted and replaced. The patient was stable.